Manufacturer narrative:
(B)(4)

Event description:
The recipient reportedly elected to undergo repositioning surgery for more convenient device placement. The recipient's device was repositioned.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient reportedly remains unhappy with device placement, however, reports good sound quality. The recipient remains implanted. This is the final report.